Event description:
The pt underwent a percutaneous transluminal cardiac angioplasty (ptca). A pacing wire was inserted through a 9 fr venous sheath. The cardiologist attempted closure of the arteriotomy with a prostar xl 8 fr device. Following the procedure the pt was hemodynamically unstable. The pt was transferred to the recovery unit where her status deteriorated. A cardiac tamponade resulting from a perforation of the right ventricle by the pacing wire, was detected. The pt was taken for surgical repair of the tamponade. A window was created to drain blood from the site. The pt remained hemodynamically unstable. The surgeon noted blood at the groin site which was surgically examined. The surgeon felt that the pvs device had closed the outer sheath of the vessel wall (facial closure). Bleeding from the leg was retroperitoneal. The pt expired on 09/17/1999. Reports from the field indicate that the treating physician named the cardiac tamponade as the cause of death.